Event description:
It was reported that there had been a lead warning nine months earlier on the right atrial (ra) lead due to low impedance measurements. All measurements were currently normal when isometrics were conducted. It was also noted that there were intervals during atrial high rate episodes that could be non-physiologic. The lead remains in use with increased follow-up frequency. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-58 implantable pacing lead (B)(6) 2004. (B)(4).